Event description:
It was reported that the tip of the drill broke off during use. No drill fragments were left inside the body. No patient harm reported.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Suggested code (annex g)- mechanical (g04) - drill. Visual examination of the returned product identified signs of repeated use in the form of nicks and gouges. The returned device was found to be fractured with all pieces returning. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Complaint is confirmed with product return. The device has a potential field age of over 19 years and exhibit signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.